Event description:
It was reported that the customer was experiencing highs and lows everyday for two months that he was using the new insulin pump. Customer's blood glucose would fluctuate between 30 mg/dl and 250 mg/dl. Customer confirmed that he does not have bent cannulas when having high blood glucose. Customer stated the insulin pump was not working right however the insulin pump passed the self test. Customer requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and compromised force sensor system, and excessive no delivery alarm test. No delivery anomaly was noted. Insulin pump functioned properly. Insulin pump received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.